Manufacturer narrative:
The lot history record review was not possible since the lot number was not reported.the device will not be returned for analysis as it was implanted in the patient; therefore, the event cause could not be determined.(B)(4)

Event description:
Information received from the article: cruz jp, chow m, o¿kelly c, et al. Delayed ipsilateral parenchymal hemorrhage following flow diversion for the treatment of anterior circulation aneurysms. Ajnr. Apr 2012; 33:603-08.a total of 66 patients with cerebral aneurysms underwent pipeline embolization treatment between jan 2008 and nov 2010. The aneurysm sizes ranged from 5 to 21mm. All the procedures were uncomplicated and the patients were at baseline immediately post procedure. Approximately 1-6 days after the procedure, the patients experienced ipsilateral parenchymal hemorrhages that were anatomically remote from the treated aneurysms.the patient presented with a large fusiform aneurysm measuring approximately 21mm that was previously clipped located in the right mca (middle cerebral artery). The patient was given dual antiplatelet therapy prior to the procedure. The patient underwent a technically successful and uncomplicated procedure, receiving one pipeline. One day post-procedure, the patient presented with an ipsilateral intraparenchymal hemorrhage. Review of the operative reports and procedural imaging by the operators did not reveal any specific intra-procedural details to which the hemorrhages could be attributed. The patient presented with left hemiplegia which fully recovered. The mrs score was stated to be 0.the information received was from the same article as MDR# 2029214-2014-00783 and 2029214-2014-00784.